Event description:
It was reported that an over-wire exchange was performed, the rn reports it was leaking with even with syringe flushing. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed fifteen other similar product complaint(s) from this lot number.